Manufacturer narrative:
(B)(4). Broken jaw at bifurcation, malformed clip. Device b and c batch # f9h67m; mfg date: 08/01/2009; exp date: 07/01/2014. Broken jaw at bifurcation, malformed clip. Device c: empty, device fired through lockout, indicator wheel failure. Evaluation summary: the analysis results of device (a) found that it was received in good visual condition. The device was cycled, one conforming clip and one malformed clip were fed, however, sticking issues were noted. The device locked out as intended but the orange indicator was beyond its intended position. The analysis results of device (b) found that it was received with one jaw broken at bifurcation. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. This condition is very unlikely to occur during a surgical procedure and is most likely to occur after post-surgery device cleaning. The jaw breakage is not occurring as a result of the product complaint decontamination process. No functional testing could be performed due to the condition of the device. The analysis results found that device (c) was returned empty and with the lock out mechanism broken as it was fired through. The instrument is designed to lock out after all the clips have been fired; therefore, a potential cause of the customer reported experience is the firing of all the clips and the instrument "jammed" (activation of the lock out mechanism). The instrument has an orange indicator that appears on the top of the clear component located at the distal end as a reference for the user as to the quantity of clips remaining. The device was disassembled and the feeder shoe was noted bent as a result of the broken lockout. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a laparoscopic prostatectomy procedure, the devices apparently jammed and failed to deliver clips as normal. It was noticed that the orange indicator appeared but they only used a few clips on the pt when the problem occurred. The rest were fired subsequently. Another device was used to complete the case. There were no adverse consequences to the pt.